Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: internal blower failure. Correction: replacement blower module msp160554.

Event description:
The following was reported to hamilton medical ag. Summary: "low oxygen" alarm due to defective blower.